Event description:
It was reported to philips that the device failed to recognize the installed battery. The device was not in use on a patient.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 303677.

Event description:
It was reported to philips that the device failed to recognize the installed battery. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the fse confirmed that the device would intermittently fail to recognize the installed battery. A visual inspection of the device identified that the failure was caused by faulty pins on the battery pca which would stick in the depressed position and subsequently fail to make contact with the battery. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician discovered that pins 1, 3, and 5 on j2 were damaged. All remaining spring-loaded pogo-pins on j1 and j2 as well as single power contact pins on connectors j3 through j7 were undamaged and in working condition. Upon conclusion of the evaluation, the battery pca was found to be faulty due to damaged pins on the j2 connector. Following the evaluation, the battery pca was scheduled to be archived. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced and the device passed all performance assurance testing. A follow up analysis of the returned battery pca was completed, and it was verified that pins on the j2 connector were damaged and subsequently interfering with battery recognition. The device remains at the customer site. No further investigation is warranted related to the resolution of this event.